Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia bgl reached 550 mg/dl [hyperglycaemia] piston rod of np4 doesn't move normally, there was resistance, dose counter makes unusual sound [device mechanical issue] prefill holder is broken [device breakage] pen doesn't inject insulin [device failure] dose counter makes unusual sound [device issue] force needed to inject feel different from normal more difficult [device difficult to use] vision weakness [visual impairment] case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia bgl reached 550 mg/dl(hyperglycemia)" with an unspecified onset date, "piston rod of np4 doesn't move normally, there was resistance, dose counter makes unusual sound(device mechanical issue)" with an unspecified onset date, "prefill holder is broken(device breakage)" with an unspecified onset date, "pen doesn't inject insulin(device failure)" with an unspecified onset date, "dose counter makes unusual sound(noise from device)" with an unspecified onset date, "force needed to inject feel different from normal more difficult(device difficult to use)" with an unspecified onset date, "vision weakness(visual impairment)" with an unspecified onset date, and concerned a 710 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm prefill (insulin human, insulin isophane) ((insulin human, insulin isophane) suspension for injection, 100 iu/ml) (dose, frequency & route used - 40u morning or 50u morning when her bgl is uncontrolled and 20u at night, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 165 cm patient's weight: 84 kg patient's bmi: 30.85399450. Dosage regimens: novopen 4: from 20 years ago mixtard 30 hm prefill: from 20 years ago. Current condition: type 1 diabetes mellitus(from 27 years ago), hypertension concomitant products included - combipres(enalapril maleate, hydrochlorothiazide) ongoing, lovastatin ongoing, aggrex(acetylsalicylic acid) ongoing, cidophage(metformin hydrochloride) ongoing on an unknown date, the patient she suffered from hyperglycemia yesterday due to the technical issue in the pen, bgl (blood glucose) reached 550 mg/dl. Patient complained of vision weakness. On an unknown date, the patient's rbs (blood glucose) was 400 mg/dl patient complained that the piston rod of her np4 (uses with mixtard) doesn't move normally, so the pen doesn't inject insulin, there was resistance. It was reported that the prefill holder was broken, the dose counter makes unusual sound. Patient in general reuse the needles. The needle attached to the pen in between injection sand was advised to change it at every injection. Patient felt the force needed to inject feel different from normal more difficult to use. The insulin used suspension (cloudy insulin) the patient re-suspend (rolled it between your hands) before use. The dialling clicks wasn't used to estimate the dose of the product. No recent change in the diet or exercise level. The needle attached to the pen in a 180 degree angle. The insulin in use preserved at room temperature 20-25 degrees celsius and confirmed to do this. Before the experienced event occurred, the cartridge holder didn't detach from the pen body accidentally or intentional .after assembly she checked the insulin flow the patient recently changed from another novopen 4 to the current novopen 4 it was reported that needle used was non nn needle ( unobtainable trade name ) and was advised to change the needle with novofine needle batch numbers: novopen 4: unknown mixtard 30 hm penfill: asku, asku action taken to mixtard 30 hm penfill was reported as drug discontinued temporarily. The outcome for the event "hyperglycemia bgl reached 550 mg/dl(hyperglycemia)" was not yet recovered. The outcome for the event "piston rod of np4 doesn't move normally, there was resistance, dose counter makes unusual sound(device mechanical issue)" was not reported. The outcome for the event "penfill holder is broken(device breakage)" was not reported. The outcome for the event "pen doesn't inject insulin(device failure)" was not reported. The outcome for the event "dose counter makes unusual sound(noise from device)" was not reported. The outcome for the event "force needed to inject feel different from normal more difficult(device difficult to use)" was not reported. The outcome for the event "vision weakness(visual impairment)" was not reported. References included: reference type: e2b linked report reference ID#: eg-novoprod-1190858 reference notes: same patient reference type: e2b company number reference ID#: eg-novoprod-1191091 reference notes: block c - additional dosage regimens suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date #1 mixtard 30 hm penfill regimen # 2 4u, subcutaneous ongoing.

Event description:
Case description: current condition: type 1 diabetes mellitus (from 27 years ago), hypertension, for cardiac problems, lipidemia. Batch numbers: novopen 4: cug1157 mixtard 30 hm penfill: asku investigational results: name of the suspect product: novopen 4 batch number of suspect product: cug1157 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name of the suspect product: mixtard 30 penfill 3 ml 100iu/ml batch number:unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -inv results were updated - is non-reportable updated as "no" -final report check box was ticked. -expected date of follow up report was removed. -imdrf codes updated in device addendum tab. Furthermore, an amendment was made. Since last submission of the case, the following has been amended: -indication of suspect novopen 4 was updated -medical history "for cardiac problems" and "lipidemia" were updated -dechallenge for the event "hyperglycemia bgl reached 550 mg/dl" in product-event details tab was updated. References included: reference type: e2b linked report reference ID#: (B)(4) reference notes: same patient reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4) reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 06-may-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient, underlying medical condition of type 1 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary name of the suspect product: novopen 4 batch number of suspect product: cug1157 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination.